Event description:
It was reported the patient's blood glucose levels rose to 300 mg/dl. The pod was reportedly leaking while worn for between 37 and 48 hours. The device was returned and investigated. Investigation found a hole in the pod's cannula.

Manufacturer narrative:
Investigation found a hole in the exposed portion of the soft cannula. Fluid diverted through the hole. Although the cannula was damaged, the timing and cause of the damage are unknown. Also found damage to the distal tip of the formed needle. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming the blue soft cannula is inspected for any damage.